Manufacturer narrative:
Upon return to our post market quality assurance laboratory, pre-decontamination inspection confirmed a lead terminal pin was returned in the device header's left ventricular (lv) lead port and the lv negative (lv-) seal plug was missing. The lv- set screw was stuck in the up position. The force required to free the setscrew was measured to be 21 inch-ounces. The lead terminal pin was removed without difficulty. The lv- retainer ring was noted as being bent. All others setscrews moved freely and operated normally. Review of device memory indicated it met longevity projections per programmed values. Post-decontamination microscopic visual inspection noted tool marks in the device casing and body fluid contamination in the lv- connector block. All set screw hex slot were noted as being rounded. No other anomalies were noted. Four wrenches that were returned with the device (a boston scientific model 6628, a boston scientific model 6942, and two non-torquing wrenches) were inspected. Both the model 6628 and model 6942 wrenches were in specification. The tip of each of the non-torque wrenches was rounded and the shafts were twisted. The device subsequently was submitted to and passed a series of automated diagnostic testing that confirmed the device's defibrillation, pacing, sensing, high-voltage shocking, and recording functions.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device replacement for normal battery depletion (nbd) the competitor left ventricular (lv) lead was found stuck in the device header. After an unsuccessful attempt to remove the lead, a fixed wrench and mineral oil were attempted, however the lead was still not able to be removed. Eventually the lead was cut and surgically abandoned. A new lv lead was not implanted due to the patient's ejection fraction had increased and did not require lv therapy at this time. A new device was successfully implanted with the existing right atrial (ra) and right ventricular (rv) leads. No adverse patient effects were reported.